Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and the reported error 2313 was confirmed and replicated. The system logs showed error 23138 indicating hall sensor faults on the usm insertion axis confirming the fault occurred in the field. The complaint was confirmed based on failure analysis.

Manufacturer narrative:
Add annex g - component desc 1: g02005 - circuit board

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure, the customer reported that the system encountered a repeated recoverable fault pointing to universal surgical manipulator (usm2). Prior to the call, they tried power cycling the system, but it did not clear the error. The technical support engineer (tse) confirmed error pointing to a hall edge fault on usm2. The tse guided customer through a hard power cycle/epo but this did not clear the issue. Tse guided customer to disable usm2 and explained that they can use the system with only three usms. The customer explained the situation to the surgeon, and he agreed to start the surgery in this condition. The defective usm2 was replaced. The procedure was completed as planned with three usms with no patient harm, adverse outcome, or injury and with a delay of less than 15 minutes.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm). System tested and verified as ready for clinical use. The complaint was not confirmed based on field evaluation.